Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and calcified lesion, located in the mid left anterior descending artery, exhibiting more than 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the lesion and became stuck. When the stent was pulled back into the catheter it was noted to be damaged. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: a kink was evident on the distal shaft, 8.3cm from the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 26th and 27th stent wraps with struts raised. Misalignment was evident to the 1st stent wrap with strut slightly raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.